Event description:
A surgeon was attempting a subclavian insertion of a bardport implanted port with attachable 9.6 fr., open-ended single-lumen venous catheter and peel-apart introducer kit. When the surgeon tried to pull the guide wire out, the sheath kinked and pulled everything out. Had to use another kit. The surgeon was able to implant the port using a new kit. There was no apparent injury to the patient. Surgical time was increase by approx 35 to 40 minutes. Additional radiation was needed to verify placement of port.